Event description:
A company rep reported a surgeon used undiluted sf6 gas, dispensed from the system in a pt's eye during a vitrectomy procedure. The case was completed, however the pt required additional treatment to mitigate or resolve any potential permanent eye injury. Additional info received. Physician and tech relied on the "auto gas fill" function screen display to presume the sf6 gas mixture being withdrawn from the machine. Both surgical tech and physician believe the "auto gas fill" display misled them into believing the sf6 gas being provided by the machine was the percentage reading on the display rather than 100%. This resulted in pt having eye injected with 100% sf6 gas.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).